Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms (alarm 4) occurred. Tandem technical support assisted customer with clearing alarm. Customer reloaded the cartridge and insulin delivery was resumed. Customer's blood glucose was 180-260mg/dl.